Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: austria.

Event description:
Unomedical reference number (B)(4). Event occurred in austria. On 07-jun-2024, it was reported that the patient faced infusion set leaked from the adhesive. The infusion set was in use for one day. No further information available